Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device history record (DHR) review was conducted previously on (B)(4). A batch quantity of (B)(4) was manufactured on march 4, 2017. The DHR review found four unrelated non-conformances on this lot number. Final micro and sterility tests passed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left total knee arthroplasty on (B)(6) 2018 utilizing depuy synthes components including patella resurfacing with depuy cement x 1 with no complications. On (B)(6) 2020, she underwent a revision for aseptic loosening. The tibial component was noted to be loose at the implant to cement interface. Doi: (B)(6) 2018, dor: (B)(6) 2020, left knee.